Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The physician was post-dilating a lesion with this 3.5x15mm quantum maverick balloon catheter when the balloon ruptured "around" rated burst pressure. The device was removed from the patient intact. The procedure was completed with another quantum maverick balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).